Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several motor error alarms. The customer's blood glucose level was 566 mg/dl. The customer treated with a manual injection. The customer found the device was receiving a motor position encoder error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement, basic occlusion, occlusion, prime/a33 and excessive no delivery, test for e40 alarm or verify e70 alarm in the alarm history screen due to motor error alarm. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.